Event description:
Customer rec'd thyroid results for two pts which are discrepant from repeat results obtained from a beckman access. The customer said the thyroid results from the access are more in agreement with the pt's condition. In 2009: initial free t3 gave 12.28; repeat gave 4.10 pmol per l. Initial free t4 gave 100; repeat gave 12.58 pmol per l. Initial tsh gave 1.81; repeat gave 3.51 uiu per ml. A second sample obtained from pt two weeks later was tested giving the following results: initial free t3 gave 10.19; repeat gave 3.81 pmol per I. Initial free t4 gave 41.76; repeat gave 10.40 pmol per I. Initial tsh gave 1.38; repeat gave 2.45 uiu per ml.

Event description:
Customer rec'd thyroid results for two pts which are discrepant from repeat results obtained from a beckman access. The customer said the thyroid results from the access are more in agreement with the pt's condition. Initial free t3 gave 9.52; repeat gave 7.83 pmol per l. Initial free t4 gave 32.4; repeat gave 25.91 pmol per l. Initial tsh gave 3.27; repeat gave 3.86 uiu per ml. A second sample from this pt obtained in 2009 was tested giving the following results: initial free t3 gave 9.46; repeat gave 7.35 pmol per l. Initial free t4 gave 33.3; repeat gave 24.27 pmol per l.

Manufacturer narrative:
The initial thyroid results for these pts were questioned by the clinician. No info provided to determine if pts were adversely affected. If add'l info is rec'd, appropriate notification will be provided.

Manufacturer narrative:
The initial thyroid results for these pts were questioned by the clinician. No info provided to determine if pts were adversely affected. If add'l info is rec'd, appropriate notification will be provided.